Event description:
The manufacturer received information alleging a ventilator had a ventilator inoperative condition. There was no patient harm or injury reported. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator had a ventilator inoperative condition. There was no patient harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.